Event description:
It was reported that a system error 2240 (air in tubing) and system error 2367 occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The technical service representative (tsr) had the home patient (hp) cycle the power until the alarms cleared. The tsr advised the hp to start over with new supplies and reviewed proper procedures with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 was an incomplete prime, which is a known cause of this alarm. If there is any further relevant information from that review, a supplemental medwatch will be filed.